Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the control console cable needed to be reseated. Once cabling was made secure problem was eliminated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the apix table intermittently would not move when commanded. There was no adverse patient involvement reported. There was no patient information reported.